Manufacturer narrative:
Awareness date corrected. Additional information added to: g4.

Event description:
It was reported that when amiodarone ivpb was priming the secondary IV tubing fell apart from the spike. Patient impact or delay was not reported.

Manufacturer narrative:
Patient information was requested, but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that when amiodarone ivpb was priming the secondary IV tubing fell apart from the spike. Patient impact or delay was not reported.